Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the staff notified that the paddle was broken when they tried to use. No additional information can be provided by the account.